Event description:
It was reported that when the child's tonsil surgery is performed, the electrode wire of the cutter head falls off, resulting in failure to work properly. The device break inside the patient but the pieces were removed. A back up device was available to complete the procedure with no significant delay. No patient injury or other complications were reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. The visual inspection under magnification of the wand shows extensive electrode wear with contamination/discoloration and scratch/scuff marks on the return electrode and spacer. The upper electrode is broken/detached. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation in the lab the returned device was activated in saline solution using a known good coblator ii controller. The ablate- and coagulation- function performed and plasma was produced on the remaining parts of the electrodes. The suction- and saline lines were tested and performed as intended. The complaint was verified and the root cause could not be determined with certainty; factors of the reported incident includes (1)rate of ablation (2)power settings (3)prolonged use against dense or bony surfaces (4) suction rate and depth/amount of pressure on the tissue ablation (5)fluid management. These effects will probably compromise the performance resulting in product malfunction, failure, or patient injury. There were no indications to suggest the device did not meet product specifications upon release into distribution. B5: event description updated

Event description:
It was reported that when the child's tonsil surgery is performed, the electrode wire of the cutter head falls off, resulting in failure to work properly. 30 minutes delay and a back up was available to complete the procedure. No patient injury was reported.